Event description:
A (B)(6) pt's son called lifecor customer support to report that the device was alarming. The device was displaying a service code and was turning on and off. Support issued the pt a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem was confirmed. Monitor eval revealed device has an abnormal shutdown, memory faults, memory test failure, clock failure and crc data error. The device displayed service codes 100 and 101, where a code 101 will cause a system reset and code 100 disables the device. The cause of the device displaying the service codes cannot positively be identified but was probably due to the multiple failure events. The cause of the multiple failure events was not positively identified but was likely due to a defective digital signal processor (dsp), or the u300 component on the ca board. The root cause for the defective u300 was not positively identified. No adverse event resulted from the defective u300 component. The pt received a replacement monitor.